Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a threader balloon catheter. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole in the balloon material, starting 12mm from the tip of the device. Microscopic inspection of the markerband found no irregularities or defects. Microscopic inspection revealed damage (flared and bunched) at the tip. Microscopic inspection of the proximal weld found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified posterior descending artery of right coronary artery (rca) and atrioventricular of rca. A 1.2mm x12mm threader¿ balloon catheter was advanced for dilation. However, on the first inflation at 12 atmospheres, the balloon ruptured after being inflated for 10 seconds. The procedure was completed with a 1.25 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.